Manufacturer narrative:
The reported event observed in the field was confirmed. As received the coiled extension complete and in fair condition. All electrodes passed isolation testing except electrode 4 and electrode 5 that would contribute to reported event.

Event description:
It was reported that during a normal end of life battery replacement, impedance check showed high impedance. Troubleshooting was unable to resolve the issue. As such, the extension was explanted and replaced resolving the issue. Reportedly, therapy was confirmed post operative.